Event description:
Pt presented for cerebral intervention. During the procedure there was loss of wire access. It was elected to remove the sl 10. It was also elected to remove the previously placed phenom coil. When removing the coil, the coil detached. A balloon was advanced to drag the coil from the intracranial circulation through the catheter of the hub of the guide. We attempted to deliver a penumbra 20 x 60 complex standard coil. However, it was apparent that there was significant herniation into the parent vessel lumen due to the wide neck nature of the lesion. It was elected to proceed with pipeline embolization system placement first. A transcend exchange wire was utilized and the previously placed sl 10 microcatheter was removed. A phenom catheter was then advanced over the exchange wire. The phenom catheter abutted the aneurysm internal carotid artery interface. Ultimately this resulted in loss of wire access. It was elected to remove the sl 10. We also elected to remove the previously placed phenom coil. When removing the coil, the coil detached. The microcatheter was removed. The coil extended from the aneurysm down into the abdominal region within the catheter. A maverick 2 x 20 balloon was advanced into the neuron max catheter to its distal one third. The balloon was inflated to approximately 1.5 mm and was utilized to drag the coil from the intracranial circulation through the catheter to the hub of the guide. The touhy system was removed as well as the coil. The 2 touhy was reattached to the guide catheter.